Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was having an unrelated procedure. The device was being interrogated post-procedure, and right ventricular (rv) noise, oversensing, and pacing inhibition were observed. There were no out of range measurements, and the presenting electrogram (egm) showed the device was operating as programmed. The noise was noted to be from the procedure, and this was discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.